Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 401 mg/dl, "lo" (any reading lower than 20 is represented as "lo" in the meter), and 133 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned, and an investigation is in progress. A f/u report will be filed when investigation results are available.